Manufacturer narrative:
Film evaluation summary: the cause of the reported left limb occlusion seen 15 months post-implant could not be determined from the pre-implant films provided. Images during implant and post-implant were not available for review, and the reported occlusion and stent graft in-vivo configuration could not be assessed. It is likely that the reported stent graft narrowing at the distal end of the left limb within the calcified left common iliac artery caused the left limb to occlude. The calcified and small caliber distal aorta may have also been a factor. Other potential patient condition issues such as poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad, may have also contributed to the occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 1 year 3 months post implant with claudication and left limb pain. CT was performed and showed left stent graft limb occlusion. It was noted that anatomy showed narrowing of the distal end of the stent graft and limited outflow in the left eia. As per the physician, the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient will be monitored.